Event description:
Complainant alleged that during biomed testing, the device displayed "discharge fault" and "defib fault 80" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complainant is still under investigation.